Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an intertrochanteric (it) hip fracture repair using dynamic hip screw system (dhs). During the procedure, the dynamic hip and condylar screw system (dhs/dcs) lag screw would not allow the plate barrel to slide as intended. The plate barrel was not the issue, as it was tried on other screw sizes and it slid effortlessly. The reason the barrel would not slide down the screw could not be identified, but the screw was the problem due possible damage. A 95mm lag screw was used instead of the intended 90mm. No fragments were generated. The procedure was successfully completed with a ten to fifteen (10-15) minutes surgical delay. There was no patient consequence. Concomitant device reported: plates: dhs/dcs (part number unknown, lot unknown, quantity 1). This report involves one (1) dhs/dcs lag screw 12.7mm thread/90mm. This is report 1 of 1 for (B)(4).